Manufacturer narrative:
B4:(B)(6)2021 the customer called technical support (ts), reporting that the device showed no trigger waveform on the screen during testing. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse performed run test s/t mode, and the device passed required performance verification tests per philips standards. The device was put back into service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting "miss trigger". The customer reported there was no patient involvement at the time the issue was discovered.